Event description:
Philips received a complaint by the customer on the v60 indicating that the foot screws were broken off inside the base assembly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the device was not secured to the top platform on the second-generation alpine cart as the foot screws were broken off inside the base assembly. The remote service engineer (rse) informed the customer that the latest version of the service manual is version t. The biomedical engineer (bme) confirmed that the device was mounted onto a second-generation alpine cart. The rse advised the customer to confirm that the top platform on the cart had not been damaged, and the bme advised the customer to confirm that the screws were not broken off inside the central processing unit (cpu) tray cover. The rse also provided the customer with the part numbers and prices of the replacement cpu tray cover, bottom foot kit, and base assembly for repair. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on (B)(6) 2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.